Manufacturer narrative:
Results: five representative samples were returned for evaluation. Visual inspection of the customer returned samples identified zero defects. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5167574. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the casing for bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in opens prematurely in the box before use breaching sterility. No injury or medical intervention.